Event description:
The customer observed a discrepant architect ca 19-9xr assay result for one patient sample. The customer generated a ca 19-9xr result of 52 on an architect ci8200 analyzer using reagent lot 08852m500. When analyzed on an architect ci16000 in the same facility, the sample generated a ca 19-9xr result of 110.17. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.